Manufacturer narrative:
Concomitant medical product: 429888 lead implanted: (B)(6) 2018 w4tr02 crt-p, implanted: (B)(6) 2018. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, far field r-wave (ffrw) oversensing, t-wave oversensing ( twos), low impedance and loss of capture. The lead remains in use with planned reprogramming in clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had experienced syncopal episodes and orthostatic hypotension. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported post reprogramming that the following issue were observed on the right atrial (ra) lead; a sudden rise in thresolds, elevated thresholds, and intermittent loss of capture.